Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had been experiencing pocket discomfort. A revision procedure was performed and the device was repositioned. Shock impedance was 138 ohms following the procedure. Defibrillation threshold testing was recommended and performed. The electrode is suspect for the elevated measurement as it is possibly implanted in fatty tissue and not on the fascia. A boston scientific technical services consultant documented the clinical observations and discussed options for this patient. No additional adverse patient effects were reported.